Manufacturer narrative:
Analysis of the surgical arm found the complaint was confirmed. The surgical arm failed an accuracy and navigation test. The j1, j2, and j3 encoders were broken, the j1 driver, motor gear and plastic gear failed, the j6 driver, plastic gear and motor gear failed, the j1 insert failed, the cameral failed, and the j1 repeater card failed. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01s, serial/lot #: (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs using screws and rods. It was reported that navigation was inaccurate by more than 3 mm and inferior on all levels during a procedure. This included the sagittal views as well. After taking confirmation images, all screws were found to be placed accurately. The surgeon took a second snapshot, checked the plan and checked the reference frame placement. The cause of navigation being off was found to be the fastener on the surgical arm where the robotic reference frame attaches was loose. The loose fastener caused the reference frame to be loose and the navigation to be off. This issue was able to be reproduced after the procedure. There was no patient harm and the procedure was delayed less than an hour.